Manufacturer narrative:
Complaint conclusion: as reported, when a 5f mynx control vascular closure device (vcd) entered the non-cordis sheath, the operator felt a strong sense of resistance, so removed the product. It was understood that the sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The 5f mynx vcd was stored, opened, prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was opened in sterile field. There was no difficulty experienced in prepping the device. The complaint product was not re-sterilized. The mynx vcd was being used in a coronary artery angiogram (cag) procedure. The procedure used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. The access site vessel had little tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of this device. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. The patient was not morbidly obese. The patient¿s bmi was less than 40. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in the manufacturing position, and the sealant outer sleeve assembly was cracked. Additionally, it was observed that the sealant was exposed due to the sleeves damaged condition. The syringe, nor the procedural sheath, was returned with the device. The slit length was verified and noted to be within specification. Additionally, the overall length of the outer sleeve assembly was measured and noted to be within specification. The functional test for the csi introduction was not executed due to the observed damage in the sealant sleeves. Nevertheless, due to the exposure of the sealant, a deployment simulation functional test was executed with the received device, during this analysis it was observed after the depression of button 1 and 2 was done, and that the device was working as intended. With the results obtained, no malfunctions or conditions were observed related to deployment of the device. Visual inspection at high magnification showed that the sealant outer sleeve assembly showed evidence of the cracked condition. A product history record (phr) review of lot f2220601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ and ¿mynx control system-impeded¿ were confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, the premature swelling/exposure of the sealant, and the subsequent impedance. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) entered the noncordis sheath, the operator felt a strong sense of resistance, so removed the product. It was understood that the sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The 5f mynx vcd was stored, opened, prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was opened in sterile field. There was no difficulty experienced in prepping the device. The complaint product was not re-sterilized. The mynx vcd was being used in a coronary artery angiogram (cag) procedure. The procedure used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. The access site vessel had little tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of this device. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. The patient was not morbidly obese. The patient¿s bmi was less than 40. The device will be returned for evaluation. Addendum: product evaluation demonstrates the sealant was exposed due to the sleeves damage condition.

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.